Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected number ramping anomaly was noted on the display. No battery out limit or low battery alarms could be verified due to the button anomaly. The insulin pump was received with cracked display window corners and battery tube threads.

Event description:
Customer reported that the insulin pump returned a low battery alert and none of the buttons on the keypad were responding. Customer also reported that the numbers on the insulin pump's screen were ramping. Blood glucose level was not provided. Customer did not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.